Event description:
It was reported that, after an MRI, this device could not be interrogated. The device had been programmed to a sleep mode with therapy off for the MRI, and afterwards the device could not be programmed out of sleep mode. Technical services advised to do a magnet reset. When a magnet was applied, no tones were heard. The magnet reset was tried again later with success. The device was successfully programmed out of sleep mode. There were no adverse patient effects. The device remains implanted.